Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for treatment to band esophageal vafrioies. The speedband superview super 7 multiple band ligator device was utilized. After deployment, it was noted that the bands had fallen off 3 of the varicies. The procedure was successfully completed with another of the same device. The pt did not sustain any complications or ill effects as a result of the deployment issue. The pt condition is noted to be fine.